Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The investigation determined the reported difficulties and treatment appear to be related to the challenging anatomical conditions. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in the heavily calcified right common femoral artery was attempted with a proglide device, using a pre-close technique, via a 6f sheath prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, the foot of the proglide device was caught in heavy calcification in the artery and would not close. A simple cutdown was performed to remove the device. The guide wire was left in the artery and the sheath was upsized to 10f to complete the aaa procedure. Surgical suturing was used to close the arteriotomy. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.